Event description:
It was reported that when using the BD Pyxis¿ ES Server, station did not receive information indicating that an item had been loaded into the cabinet. At a later time, the item appeared as unloaded, resulting in an inventory discrepancy.The customer reported that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of the actual device used in this incident, a technical support specialist (TSS) remotely accessed the server and reviewed load and unload transaction activity for the affected devices. The TSS verified that messages were successfully crossing from the clinical system to the server and confirmed that there were no inbound processing delays. Further investigation identified a recent patient encounter message that had failed to process because required patient admission information was missing from the source message. The messaging service was verified to be running correctly and was restarted without issue. Additional review of messaging records confirmed that recent processing errors were related to incomplete data received from the external system rather than a Pyxis system malfunction. Follow-up communication was attempted with the user, and discussion with the pharmacy contact confirmed that there were no further questions or concerns. Approval was received to close the incident. The system functioned as intended after technical support specialist investigated the issue.